Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2013 with the following findings:there were no alarms related to complaint observed in black box. No "power on resets" or "reboot conditions" observed in black box. The battery compartment intact, no cracks. No evidence of moisture inside battery compartment. Battery cap is able to fully tighten. A power loss was not observed. The battery cap height and width measures within specifications. The pump was exercised for 24 hours. No power loss or battery related warnings were observed. The pump case was removed, no evidence of moisture or loose components identified inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. A "intermittent power" issue was not observed however an intermittent connection at the display flex connector causing a blank display was observed. A test display was used and the intermittent connection causing the blank display was duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.